Event description:
It was reported that a flogard infusion pump experienced an occlusion alarm. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. The downstream occlusion alarm was found during service, confirming the reported condition. The cause of the downstream occlusion alarm was determined to be damage to the latch roller. To correct the condition, the door latch roller was replaced. The device was serviced and restored to a good working condition. If any additional relevant information is received, a supplemental report will be submitted.